Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's lead had migrated after a non-device related fall. The patient underwent a revision procedure where in as the doctor took the paddle out and put it back in, some of the contacts came out of the lead and the lead was replaced. The patient was doing well postoperatively.